Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the handheld cable was frayed and wires were exposed. The unit was powered on with no issues observed. Unit also failed diagnostic test at the handheld portion. A standard handheld cable was used for performance testing due to damage wires to the one returned. Unit passed diagnostic test and was able to complete patient data back-up. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Exposed and frayed wires of the handheld cable were discovered during evaluation of the device. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.